Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) female patient who had essure (batch no. 50678466) inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 28-jul-2021: summon received : previously reported event "injury nos" updated to "medical device removal". Patient information, lot number and cluster ID added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 46-year-old female patient who had essure (batch no. 50678466) inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number:50678466 manufacture date:2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-sep-2021: mhra incident no: (B)(4) were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. 50678466) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 years after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia") and bladder disorder ("bladder problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dyspareunia and bladder disorder outcome was unknown. The reporter considered bladder disorder, dyspareunia and pelvic pain to be related to essure. The reporter commented: discrepancy noted on essure insertion date- (B)(6) 2013. Lot number: 50678466, manufacture date: 2012-08, and expiration date: 2015-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 43-year-old female patient who had essure inserted (lot no. 50678466) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of latex allergy, cholecystectomy, diarrhea, constipation, irritable bowel syndrome, dysuria, recurrent uti, dyspareunia, heavy menstrual bleeding, depression, anxiety, bloating, lower abdominal pain, dysmenorrhea, rectal pain, itchy rash and chest pain. Previously administered products included: fluoxetine. As concurrent condition the report mentioned urinary incontinence. On (B)(6), 2013, the patient had essure inserted. On (B)(6), 2021, 2946 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced dyspareunia ("dyspareunia") and bladder disorder ("bladder problems"). The patient was treated with surgery (salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, dyspareunia and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted on essure insertion date- 08/05/2013. Right side ¿ device threaded ¿ 6 coils visible left side ¿ device threaded ¿ 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 21-aug-2013: both fallopian tubes are occluded by sterilization coils. Satisfactory appearance. Lot number:50678466 manufacture date:(B)(6), 2012 expiration date: (B)(6), 2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: new lawyer's reporter, other health professional's reporter, annex f updated of international medical device regulators forum updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 43 year-old female patient who had essure inserted (lot no. 50678466) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of latex allergy, cholecystectomy, diarrhea, constipation, irritable bowel syndrome, dysuria, recurrent uti, dyspareunia, heavy menstrual bleeding, depression, anxiety, bloating, lower abdominal pain, dysmenorrhea, rectal pain, itchy rash and chest pain. Previously administered products included: fluoxetine. As concurrent condition the report mentioned urinary incontinence. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2946 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced dyspareunia ("dyspareunia") and bladder disorder ("bladder problems"). The patient was treated with surgery (salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, dyspareunia and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted on essure insertion date- (B)(6) 2013. Right side ¿ device threaded ¿ 6 coils visible. Left side ¿ device threaded ¿ 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: both fallopian tubes are occluded by sterilization coils. Satisfactory appearance. Lot number:50678466, manufacture date:2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jun-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 46-year-old female patient who had essure (batch no. 50678466) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 years after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia") and bladder disorder ("bladder problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dyspareunia and bladder disorder outcome was unknown. The reporter considered bladder disorder, dyspareunia and pelvic pain to be related to essure. The reporter commented: discrepancy noted on essure insertion date- (B)(6) 2013. Lot number:50678466, manufacture date:2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: reporter information added. Previously reported event medical device removal updated to pain. Events: dyspareunia and bladder problems added. Reporter causality added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 46-year-old female patient who had essure (batch no. 50678466) inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 years after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: 50678466, manufacture date: 2012-08, and expiration date: 2015-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 43 year-old female patient who had essure inserted (lot no. 50678466) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain, right upper quadrant pain, latex allergy, cholecystectomy, diarrhea, constipation, irritable bowel syndrome, dysuria, recurrent uti, dyspareunia, heavy menstrual bleeding, depression, anxiety, bloating, lower abdominal pain, dysmenorrhea, rectal pain, itchy rash and chest pain. Previously administered products included: fluoxetine and mirena. As concurrent condition the report mentioned urinary incontinence. Concomitant products included tramadol, amoxicillin, codeine phosphate for pain, paracetamol for pain and fluoxetine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2946 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced dyspareunia ("dyspareunia"), bladder disorder ("bladder problems"), abdominal pain lower ("pain, including chronic pain"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device;"), hypersensitivity ("allergic or hypersensitivity reaction;"), mental disorder ("psychological issues"), headache ("headaches"), dizziness ("dizziness") and amnesia ("memory loss"). The patient was treated with surgery (salpingectomy). At the time of the report, the outcomes for pelvic pain, dyspareunia and bladder disorder were unknown. The reporter considered abdominal pain lower, amnesia, bladder disorder, device intolerance, dizziness, dyspareunia, genital haemorrhage, headache, hypersensitivity, mental disorder and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted on essure insertion date- (B)(6) 2013. Right side ¿ device threaded ¿ 6 coils visible left side ¿ device threaded ¿ 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: both fallopian tubes are occluded by sterilization coils. Satisfactory appearance. [Pathology test] on (B)(6). 2021: specimen: right fallopian tube left fallopian tube clinical details: fallopian tubes removed previous essure placement macroscopy: right fallopian tube : a tube measuring 130 x 12 cm. Left fallopian tube: a tube measuring 122 x 12 cm. Both tubes appear to be normal [ultrasound kidney] on (B)(6). 2013: both kidneys are of normal size with well preserved cortices- no hydronephrosis - no obvious calculi. Bladder wall appear smooth and regular in outline. Normal appearances of the liver, cbd and spleen. Solitary small calculi noted within the gallbladder [ultrasound pelvis] on (B)(6). 2020: uterus is retroverted with an endometrial thickness of 5 mm. No obvious fibroids or polyps identified. Essure coils appear to be correctly positioned. The ovaries appeared normal with no· obvious adnexal masses or free fluid. Lot number:50678466 manufacture date:2012-08 expiration date: 2015-08. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:lower abdominal pain,genital bleeding,device intolerance,allergic reaction,mental disorder,headaches,dizziness,memory loss. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: new event added::lower abdominal pain,genital bleeding,device intolerance,allergic reaction,mental disorder,headaches,dizziness,memory loss...new product added:fluoxetine,paracetamol,codeine phosphate,amoxicillin,tramadol..reporters,medical history,lab data,patient information, lot no,added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 43 year-old female patient who had essure inserted (lot no. 50678466) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain, right upper quadrant pain, latex allergy, cholecystectomy, diarrhea, constipation, irritable bowel syndrome, dysuria, recurrent uti, dyspareunia, heavy menstrual bleeding, depression, anxiety, bloating, lower abdominal pain, dysmenorrhea, rectal pain, itchy rash and chest pain. Previously administered products included: fluoxetine and mirena. As concurrent condition the report mentioned urinary incontinence. Concomitant products included tramadol, amoxicillin, codeine phosphate for pain, paracetamol for pain and fluoxetine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2946 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced dyspareunia ("dyspareunia"), bladder disorder ("bladder problems"), abdominal pain lower ("pain, including chronic pain"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device;"), hypersensitivity ("allergic or hypersensitivity reaction;"), mental disorder ("psychological issues"), headache ("headaches"), dizziness ("dizziness") and amnesia ("memory loss"). The patient was treated with surgery (salpingectomy). At the time of the report, the outcomes for pelvic pain, dyspareunia and bladder disorder were unknown. The reporter considered abdominal pain lower, amnesia, bladder disorder, device intolerance, dizziness, dyspareunia, genital haemorrhage, headache, hypersensitivity, mental disorder and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted on essure insertion date: (B)(6) 2013. Right side ¿ device threaded ¿ 6 coils visible; left side ¿ device threaded ¿ 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: both fallopian tubes are occluded by sterilization coils. Satisfactory appearance. [Pathology test] on (B)(6) 2021: specimen: right fallopian tube and left fallopian tube. Clinical details: fallopian tubes removed previous essure placement macroscopy: right fallopian tube : a tube measuring 130 x 12 cm. Left fallopian tube: a tube measuring 122 x 12 cm. Both tubes appear to be normal. [Ultrasound kidney] on (B)(6) 2013: both kidneys are of normal size with well preserved cortices- no hydronephrosis - no obvious calculi. Bladder wall appear smooth and regular in outline. Normal appearances of the liver, cbd and spleen. Solitary small calculi noted within the gallbladder. [Ultrasound pelvis] on (B)(6) 2020: uterus is retroverted with an endometrial thickness of 5 mm. No obvious fibroids or polyps identified. Essure coils appear to be correctly positioned. The ovaries appeared normal with no· obvious adnexal masses or free fluid. Lot number: 50678466. Manufacture date:2012-10. Expiration date: 2015-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.